Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: improper component placement, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, and gore® excluder® iliac branch endoprostheses (ibe). To prevent the distal end of the contralateral leg component, cover the flow divider of the ibe, the contralateral leg component was implanted slightly to the proximal side so that the proximal end of the contralateral leg component protruded slightly into the flow divider of the trunk. After all stent grafts were implanted, an angiography revealed flow into the left leg. Also, the left leg was palpable. On unknown date, but in 2025, abi of the left leg decreased. On unknown date, but in 2025, a computed tomography revealed the contralateral leg as the bridge was protruding diagonally in the trunk, even though no migration. The shape of the implanted device interfered with blood flow to the ipsilateral side of the trunk. On (B)(6) 2025, a reintervention was performed. A bare metal stent was implanted in the ipsilateral side of the trunk. The abi was recovered. The patient tolerated the procedure.